Event description:
Pt's mother reported two possible broken sensor wires (distal end retained). This is MDR 2 of 2. Reference MDR #3004753838-2010-00014 for event description.

Manufacturer narrative:
(B)(4). Add'l lot#: 090423447. Add'l exp date: 10/31/2009. Add'l device manufacture date: 05/2009. Dexcom, inc. And FDA agreed during a facility inspection that any broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.